Event description:
Patent's weight information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient is having a hard time with recharging. It was noted that the patient last charged their controller to full on (B)(6) 2019, then proceeded to charge the implantable neurostimulator (ins). The rep mentioned that the patient fell 6-8 weeks ago, could not stand up, and had to scoot around. The patient feel twice on the stairs, both within 2 weeks of each other. The rep stated that the patient had an MRI and x-ray, and their leads still appeared to be intact. The rep attempted to use the tablet, but got ¿therapy unable.¿ they started a passive mode recharge and saw ¿99.¿ the rep also reported seeing the ¿no device found¿ screen, and confirmed that they were unable to establish recharging. Technical services walked the rep through passive mode recharge (pmr). The rep mentioned that the patient has gained weight, and when the patient leans back, the antenna locate numbers decrease. Patient services reviewed attempting 3 pmrs, and waiting for ins to resume normal recharging. Additional information received from the rep on (B)(6) 2019 indicated that the patient is still having difficulty recharging. They tried disabling and re-enabling the device, but is st ill getting the ¿checking quality¿, which then results in ¿no device found.¿ the rep mentioned that the device appears to be at an angle, and that they can feel one end of the implant has more padding than the other. Technical services then suggested disabling and re-enabling once more. This resulted in 30% ins recharge with excellent coupling. The rep stated that they will recharge the ins more, and monitor the progress. No further complications were reported or anticipated.